Event description:
It was reported that applicator deployment occurred. The sensor was inserted into the arm which on (B)(6) 2025. Product was provided for investigation. An external visual inspection was performed, and no damage was found. Applicator deployment was not found within the investigation window. Customer complaint is not confirmed, however, it was found that a detached needle occurred. Probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).